Manufacturer narrative:
This supplemental report is being submitted to provide corrections, additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, h3, h4, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, additional information was received from the customer that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the customer¿s allegation was confirmed. The scope was returned with static image. In addition, there was a channel leak due to a tear found inside the channel and detached distal end. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer indicated that the patient did not go under general anesthesia and was awake during the procedure. The procedure was completed without any complications. The patient did not suffer any serious injury or adverse effects from the prolonged procedure.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01032. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported cysto-nephro videoscope displayed "staticy mountains." This occurred during cystoscopy procedure which caused a prolongation of procedure for 30 minutes or greater, with patient under sedation. The procedure was completed with a backup device. There were no reports of patient or user harm.